Event description:
Healthcare professional nausea, vomiting, dysphagia, and a "slipped" lap-band. The whole lap-band system was removed and was not replaced.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number or model number. Nausea, vomiting, dysphagia, and band slippage are surgical/physiological/complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.